Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. Review of the history log confirmed the reported symptom of system error 322, but it could not be reproduced. It was determined the upper and lower auxiliary sub-assemblies were the failing components. The upper and lower auxiliary sub-assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.